Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address subsidence and loosening of the tibial tray at the cement/implant interface. The manufacturer of the cement used at the time of original implantation is unknown. Bone loss reportedly caused by the subsidence and osteolysis were also reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Photocopies of x-rays and medical records were provided. The supplied photocopies of x-rays were of poor quality and did not add value to the investigation. Review of medical records did not confirm the reported device loosening or osteolysis. The investigation could not draw any conclusions regarding the reported event based on the available information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.